Manufacturer narrative:
An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Product is not expected to be returned as it was reportedly discarded; however, if the product is returned or additional information obtained, a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported the morning of (B)(6) 2020, a scan of 53 mg/dl was obtained, and customer treated 3 times with jam. Later in the day, the customer began to experience vomiting and abdominal pain, and was taken to a hospital. A healthcare meter reading of 389 mg/dl was obtained compared to a scan of 200 mg/dl, and the customer diagnosed with diabetic ketoacidosis and hospitalized. The customer was treated with infusion via IV. There was no report of death or permanent injury associated with this event.